Event description:
An error 5 message on the pt's ot ultra meter. Caller mentioned that the pt received a reading of 386 mg/dl on their ultra meter. They were rushed to the emergency room and given an IV; however, it is not known what was in the IV. The error 5 issue was resolved while troubleshooting.